Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic bifurcation was small measuring 17 mm in diameter. It was reported that the patient presented with right leg pain approximately one month post implant. A CT confirmed there was right limb occlusion due to the tight aortic bifurcation. The occlusion did not involve the contralateral limb. The stent graft was lysed followed by implant of a balloon expandable stent and this successfully resolved the occlusion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: occlusion. Small distal aorta. Conclusion: occlusion, vascular bypass. Small distal aorta.